Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a pump touchscreen issue occurred. Contact did not provide further information. Customer's blood glucose was 96 mg/dl. Although multiple attempts were made by tandem technical support to obtain additional information, contact did not reply.